Event description:
It was reported that patient came in for the generator change. It was found that the patient's atrial lead was not sensing during the device check prior to the procedure. The atrial lead was capped and replaced on (B)(6) 2022. The patient was stable throughout the procedure.